Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.

Manufacturer narrative:
The t:slim pump user guide states: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm and the customer thought that the pump had been used during the 12 hour time period. Tandem customer technical support (cts) reviewed the pump data. The data showed that the customer had not interacted with the pump for 12 hours and that the auto-off alarm was valid. The customer's blood glucose (bg) level was 68 mg/dl and the customer did not know the cause of the low bg. Juice and cake were consumed to address the low bg. Cts advised the customer to discuss the low bg with a healthcare provider.